Event description:
Caller reported that the insulin gauge displayed a different amount than expected, showing zero units instead of the expected about 220 units, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge and was advised by technical support to call back for troubleshooting if the problem recurs, which they acknowledged and understood.